Event description:
It was reported that a xience v 3.5 x 8 mm stent, that was expired, was implanted in the patient on (B)(6) 2014. The device had expired on (B)(6) 2014. No patient issue has been reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for device expiration issue from this lot. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by date. Based on the reviewed information, no product deficiency was identified.